Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended continuing to wear the lifevest but did not recommend anything for the skin irritation per the call notes. Follow up indicated that the skin irritation improved.